Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to touchscreen offset or drift. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: case (B)(4).

Manufacturer narrative:
The top case was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. During a routine check of complaint records, it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.